Event description:
I use the tandem mobi pump with control iq. I programmed the pump to give 2.5 units of insulin for a meal (and my blood glucose was 56 at that time. The pump gave 25 units of insulin and I had a severe hypoglycemic event. (It should not have given that much as it has a built-in alert that says it cannot give that much insulin if blood glucose is already low). While I saw what had happened, it was not possible to eat enough sugar quickly enough to prevent the hypoglycemic event.